Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4). Device is not being returned.

Event description:
It was reported a physician preformed an uneventful novasure endometrial ablation prior to a laparoscopic tubal ligation (exact date unknown) and the patient was discharged home. "Approximately one week post-operatively the patient presented in the emergency room with abdominal pain. She was sent home after a negative work-up. She presented again 1.5 weeks later with fever and chills. On ultrasound and CT-scan, a 4x8cm mass was identified in the right lower quadrant associated with tenderness on examination. The mass was suspicious for a tubo-ovarian abscess or hydrosalpinx. Air bubbles were also noted within the uterine cavity. She was admitted and started on intravenous antibiotics. Her fever dissipated and her white blood cell count dropped to 9k from 18k on admission. A follow-up CT scan showed slight decrease in size of the pelvic mass and resolution of the air bubbles. A laparoscopy was performed the following day. A large abscess was noted incorporating the cecum, appendix, and distal portion of the fallopian tube and ovary, distal to the tubal ligation. Due to involvement of small bowel, the procedure was converted to a laparotomy. The uterus was inspected and there were no defects, perforations, or thermal changes of the serosal surface". It is unknown when the patient was discharged.